Event description:
Event details: it was reported that after administration, a drug leak was confirmed. However, it is unclear whether the leak was from the connection (damaged injector) or a different location. The drug added was carboplatin. Additional information lot: unknown. Estimation. Actually, he said he didn't know if it was the injector or some other part, or if it was a problem with how it was being used.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation : one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the device that could have contributed to the reported event. Functional testing was performed, connecting the spike connector to the IV bag. Pressure was applied to the IV bag while the spike connector was assembled, the device remained properly attached, liquid moved through the device without issue, an no leakage between any of the connections was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information and sample evaluation we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.